Manufacturer narrative:
This report is being filed to capture the correct product status.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The ra lead remains in service. Additional information from the field representative indicated that the right atrial (ra) lead remains in service at the time when the infection occurred. At a later date, the ra lead was then attached to a new device after the original device was explanted due to normal battery depletion. There were no additional adverse patient effects reported. This report was originally submitted via asr on report ID number 1888015, quarter 4, year 2014 of the initial asr report submitted to FDA january 30, 2015 under asr exemption number #e2011006.